Manufacturer narrative:
MDR / initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced occlusion events on (B)(6) 2026. The blockage was at the site. The insertion site was upper buttocks. The event occurred three or more hours after insertion. The blood glucose level was high and was treated with correction bolus via pump.